Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the pulse generator exhibited an unspecified malfunction. The device was not installed and a new device was implanted. No patient symptoms were reported.